Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Of the device.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a motor (rewind issue) issue. It was reported that the piston rod was not retracting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the insulin delivery could be affected.

Manufacturer narrative:
Follow-up #1 date of submission 09/16/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 08/23/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the black box data showed no evidence of a rewind issue. During testing, the pump successfully passed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues. The piston cap was missing and the piston was damaged.